Event description:
The pump was returned for investigation. Investigation revealed contamination under all of the keypad button contacts. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 04/21/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/21/2014 with the following findings: the keypad was found to be torn off below the ok button and lifting/peeling along the length of the cover, exposing the button contacts. All of the keypad buttons were responsive to button presses. The keypad cover was removed and contamination was found under all of the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).